Event description:
This polaris adjustable pressure valve spv was implanted to a pt with a pressure adjusted at 150 mmh2o for v-p shunting in 2004. Since ventricular distension was observed, the dr changed the pressure of the spv to 110 mmh2o. As the pt's condition was not improved, the neurosurgeon conducted radiographic visualization and noted that csf did not flow smoothly. Then valve revision was done in 2005. Distal and proximal catheters were revised too.

Manufacturer narrative:
The spv valve has been returned for evaluation. Analysis has to be done.